Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 600 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 315 mg/dl. The customer indicated that their doctor has been contacted regarding the high blood glucose. Troubleshooting stopped at this point as the customer indicated they would call back later.